Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer¿s other blood glucose was 104 mg/dl, 238 mg/dl, 100 mg/dl and 182 mg/dl, 40 mg/dl. The customer experienced symptoms such as sweating, mental confusion. The customer was treated with carbohydrates. The customer stated that the displacement verification test and self test was okay. Customer agreed that the insulin pump was operating as designed. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.